Manufacturer narrative:
No allegations were made regarding this device. There is no indication that the reported product may have contributed to the event based on the minimal information provided.

Event description:
It was reported that the patient had a broken proximal femur. The stem and head were replaced and the femur was cabled.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a broken proximal femur. The stem and head were replaced and the femur was cabled.